Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015, from a physician. This case concerns a (B)(6) male patient who developed injection site swelling of the right knee, injection site pain and puncture of the right knee after receiving treatment with synvisc-one. The patient received treatment with synvisc one thrice in the past in (2012, 2013 and 2014), in the right knee. No other medical history, concurrent condition and concomitant medications were reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection, once (indication, dosage regimen, lot/batch number and expiration date unknown) in the right knee. On (B)(6) 2015, 02 days after initiating treatment with synvisc one, the patient experienced injection site pain and injection site swelling of the right knee. It was reported that the physician prescribed application of ice, dressing with alcohol, rest, and unspecified anti-inflammatory drug. On (B)(6) 2015, 5 days after initiating treatment with synvisc one, the physician performed a puncture of the right knee joint and 100 ml was removed. Further reported that patient's synovial fluid was not analyzed (cyto bacteriology and blood elements) and an injection of betamethasone dipropionate/betamethasone sodium phosphate ("diprostene") was performed in the joint. Also, unspecified anti-inflammatory drugs were added. Outcome: unknown for all events, seriousness criteria: required intervention for all events, (B)(4).